Event description:
This is report 2 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Five days later, the patient was discharged from the hospital. Patient outcome is unknown.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd893990 with no issues noted during the manufacturing process.